Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision and the physician repositioned the ipg from the right lower buttock to the upper right buttock/waist. The patient was reportedly doing well following the procedure.